Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The customer requested a log review for the 2.5 hour period between 1830 through 2100, however no details of the event or the intended programming parameters were provided. The pcu event log shows that during this time pump module s/n (B)(4) was in use and infusing a basic primary infusion at 5ml/hr. Pump module s/n (B)(4) was programmed to infuse tpn at a rate of 100ml/hr with a vtbi of 1500ml. Pump module s/n (B)(4) was programmed to infuse fats emulsion 20% at a rate of 50ml/hr with a vtbi of 250ml. Pump module s/n (B)(4) was later programmed to infuse a secondary infusion of mpipenem/cilastatin 500mg/100ml to infuse at 100ml/hr with a vtbi of 100ml. A 4th pump module remained attached but idle during the specified time period. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that an over-infusion was discovered on (B)(6) 2017 at 1937 pm. A device log review was requested for the 2.5 hour period between 1830 through 2100. The profile was critical care. The event device and other event details were not specified, and no report of patient harm was provided.